Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient spouse reported on behalf of patient, right side rupture confirmed via MRI. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Patient spouse reported on behalf of patient, right side rupture confirmed via MRI. The device has been explanted.